Manufacturer narrative:
The reported complaint of autopulse platform frequently needs to be re-started and re-set was not confirmed during functional testing or archive review. There were no device deficiencies found during the evaluation of the returned platform that could have caused or contributed to the reported complaint. The autopulse passed the initial functional test without any fault or error. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. As part of routine service during testing, the platform was examined and found damaged front enclosure, unrelated to the reported issue. The front enclosure was replaced to address the issue. The autopulse platform is a reusable device and was manufactured in march 2012 and is 7 years old. Therefore, this type of physical damage is characteristic of normal wear and tear for the life of the device. The lifeband clip detect switch inspection shows that the switch lever was able to close and is in parallel position. A review of the archive was performed and no discrepancies were observed around the customer reported date. Following the service and repair, the autopulse was tested functionally and passed successfully with no issue or faults observed.

Event description:
During patient use, the autopulse platform (sn (B)(4)) frequently needs to be re-started and re-set. The entire back piece of the autopulse lifeband, including lateral plastic tabs, break loose with little to no contact, leading to failure to start compressions or a stop in ongoing compressions. No additional information was provided. No consequences or impact on the patient was reported. For autopulse lifeband issue see MFR 3010617000-2019-01061.